Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.

Event description:
Per user facility report no. 340010-2013-07: on (B)(6) 2013, the patient was taken to surgery for a procedure of l5-s1 transforaminal decompression with interbody fusion and posterior spinal instrumentation l5-s1 with percutaneously placed viper2 pedicle screw. The surgeon documented the patient had significant degeneration at the l5-s1 with marked disc space collapse. They attempted use of leopard cage but the 2 cages fractured upon placement into the collapsed disc space and they elected to then go with a straight concorde cage. Documentation revealed "we placed the 8mm lordotic leopard cage." This was packed with healos. Was inserted into disc space and cage actually fractured at the junction of the inserter and the cage. All cage pieces were removed. Attempted a second leopard cage of same size, able to insert into disc space, but in attempting to rotate it into parallel position with the disc space, it again fractured in its posterior segment. All broken fragments were removed and remainder of the cage was also removed completely. No other injuries were reported. See mfg medwatch report no. 1526439-2013-13105 for the second leopard cage that was involved in this event.

Manufacturer narrative:
Visual inspection found the cage was returned in two pieces. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The cause of cage breakage cannot be positively determined. However, as noted in the accompanying IFU, excessive torque applied with long handled insertion tools can cause splitting or fracture of the carbon fiber implants. Also, impaction forces applied directly to a small surface can cause fracture of the implant. It is recommended that the user clear and properly distract the disc space and trial prior to disc placement. The inserter is not designed to torque or drive the implant or to be vigorously impacted with a mallet. The system comes with a straight and curved impactor to advance the implant into final position with a mallet. The noted damage to the returned cage suggests that there was an overload of the insertion tool on impaction causing the cage to fracture. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.